Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead and right atrial (ra) lead, high pacing threshold measurements occurred. As a result, the patient suffered adams-stokes syndrome and additional medical intervention was performed to stabilize the patient. The patient's blood pressure was not longer suitable to continue the implant so as a result, the leads were extracted and the procedure was ended. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the conductor coil was deformed and there was a cut in the insulation approximately 379 mm from the lead¿s terminal pin. This damage is indicative of the lead being handled with a grabbing tool in this location. Resistance testing was completed to assess lead electrical performance and the measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. The damage noted to the lead body was most likely induced during the procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.